Manufacturer narrative:
Facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set c, an external fluid leak was observed from the drain bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added o h3, h6 and h10. H1: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available for evaluation however photos were provided. The visual inspection of the provided photo observed an external leak at the level of the drain bag sealing near the stopcock. The reported condition was verified. This is a supplier related issue. Should additional relevant information become available, a supplemental report will be submitted.